Manufacturer narrative:
The device was received and evaluated. The device was found to have a non-functioning blood glucose meter board, resulting in a meter error 3. The device would not give blood glucose readings upon strip insertions or sst test. Replacing the blood glucose board resolved this issue. Corrosion was found on the backup battery capacitor causing the date and time to be reset. Corrosion was also observed on one of the battery contacts, which initially prevented the powering on of the device. After removing the corrosion, no further startup issues were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Checking your blood glucose 7 / page 81. You should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 109. Keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you'll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported the patients blood glucose (bg) level rose to 22 mmol/l (396 mg/dl). The mother reported that the bg meter was no longer working, would not provide a bg reading.

Manufacturer narrative:
Labeled for single use changed from yes to no. Usage of device changed from initial use of device to reuse.